Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The ventilator's lcd display screen was found to be cracked due to an impact to the screen. The device's lcd display screen was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's display screen was distorted. There was no harm or injury reported.